Event description:
It was reported that the communicator triggered an alert for this right ventricular (rv) lead. The lead was checked, loss of capture and high rv thresholds were observed. The patient is pacer-dependent, and when programming a high output for capture on the rv channel, diaphragmatic stimulation was noted. Technical services provided troubleshooting recommendations. The lead was confirmed to the dislodged and a revision procedure was successfully performed. No additional adverse patient effects were reported.